Manufacturer narrative:
Follow-up # 2 ¿ (06/02/2014).the patient¿s meter has been returned on 5/20/2014 and evaluated by lifescan product analysis on 5/22/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 05/06/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) to report that her onetouch vita enhanced meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that she obtained blood glucose readings of ¿195 and 137 mg/dl¿ with the subject meter, performed within a couple of minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not meet lfs¿ precision criteria. During the initial call to lfs, the reported that the alleged inaccurate results were obtained on the morning of (B)(6) 2014; however, during the follow-up call, the reported results were not noted on the patient¿s logbook for dates of (B)(6) 2014 or (B)(6) 2014. The patient reported that on the evening of (B)(6) 2014, prior to dinner she obtained a result of ¿138 mg/dl¿. During the follow-up call, the patient informed the csr that a normal/typical reading before supper is ¿132 mg/dl¿. The patient manages her diabetes by taking oral medication and lantus insulin in the evening with supper. The patient mentioned she either takes 12, 14 or 16 units of lantus based on the meter result. In response to the ¿138 mg/dl¿ result, the patient claimed she administered 14 units of lantus insulin and then ate her meal. The patient reported that at midnight that late evening she began to feel shaky; a symptom she associated with a low blood glucose. At the onset of the symptom, the patient confirmed she tested her blood glucose with the subject meter and obtained a result of ¿80 mg/dl¿. The patient reported eating food in response to symptoms and feeling better afterwards. During the follow-up call, the patient informed the csr that she felt that the onset of her symptom was due to the alleged inaccurate results she obtained with the subject meter. At the time of troubleshooting, the csr noted that the patient performed a control solution test on the subject meter and test strips and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate result with the subject meter.

Manufacturer narrative:
Follow-up # 1 ¿ (05/06/2014).the patient¿s test strips have been returned on 4/23/2014 and evaluated by lifescan product analysis on 4/24/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.